Manufacturer narrative:
Section h5: corrected. Section h6, medical device problem code: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of an unknown alarm coming from the mobile power unit (mpu) was not confirmed. A review of the submitted controller event log file spanned approximately 5 days ( (B)(6) 2024 per time stamp). The silence alarm button was observed to be pressed several times on (B)(6) 2024 from 01:51:09 to 02:23:43; however, there were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals ( (B)(6) 2024 per time stamp). The backup battery usage did not increase in the log, indicating that there was no loss of power recorded. There were no notable alarms active in the log file. The mpu was not returned for analysis. The provided information stated that the patient heard beeping from the mpu which was not reproduce in the clinic. They mentioned that the power went out, but they never got a no external power alarm. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were not reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported hearing an audible beep from their mobile power unit (mpu) which couldn't be reproduced in clinic. It was also stated by the patient that that power went out and they never got a no external power alarm when using the mpu. Log file review was requested, and the periodic log file data indicated that the emergency backup battery (bb) had not been used during its history from (B)(6) 2024. A bb use count increment would be expected if there was a no external power event. The event log file recorded no unusual events.

Manufacturer narrative:
Section a: patient information was not provided, request for this information will be made. Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.